Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Event description:
Additional information was received. It was reported that the volume discrepancies began in (B)(6) 2016. The actual reservoir volume was always larger than the expected reservoir volume. The catheter was explanted on (B)(6) 2016. A catheter check was performed and there was just a little kinking near the pump connector. There were no reported symptoms.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(6).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received palladon (10mg/ml, 10.5-11.5ml/day) in an implantable pump for an unknown indication for use. There were "significant differences" during pump refill and estimated numbers (approximately 5ml discrepancy). [This statement was interpreted to indicated 5ml volume discrepancies occurred with respected to actual and expected residual volumes.] The catheter was checked and replaced previously, but the differences remained. There was no reported environmental/external/patient factors that may have led or contributed to the issue. There were no reported diagnostics/troubleshooting performed. There were no symptoms reported. Ultimately, the pump was replaced on (B)(6) 2016. The initial refill following implant will occur in (B)(6) 2016. The issue was considered resolved. The status of the patient was stated to be alive and with no injury.

Manufacturer narrative:
Analysis identified no anomaly with pump 8637-40. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.